Event description:
It was reported, the physician first accessed the pocket and aspirated a serosanguinous fluid. It was noted the pump was accessed, but it felt different and the health care provider (hcp) could not feel the needle hitting the back of the reservoir. It was noted they withdrew 5 cc of clear fluid and the expected reservoir volume was 5 cc. It was noted when they did the refill, they put a volume of drug in and was easily aspirated that same volume. It was noted, the hcp sent the serosanguinous fluid for testing. It was reported there was a volume discrepancy where the expected volume was 40ml and the actual volume was 37ml. It was stated, the hcp brought the patient back on 2014 (B)(6) to check the reservoir and make sure they did not do a pocket fill the day prior. It was noted, the volume discrepancy occurred on 2014 (B)(6). It was noted an ultrasound was performed. It was noted, the patient required increasing doses over time and responded to the increases. The patient status was noted as alive no injury. The pump was used to deliver baclofen. Additional information reported the pump was used to deliver lioresal. Patient outcome was not provided.

Event description:
Additional information was received and it was reported that the patient experienced increased spasticity related to the event. The exact expected volume was 39.75cc the exact actual volume aspirated was 37cc. The cause of the discrepancy was not determined. The fluid was noted to be ¿idiopathic serosanguineous¿. They planned to recheck the pump volumes in july. The patient was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).